Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 38 mg/dl with unsteadiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter reported that the patient provided self-treatment by consuming carbohydrates and re-testing blood glucose levels. Troubleshooting completed by animas customer support revealed all basal and bolus deliveries were made as programmed; however, the total daily doses do not match due to the pump being suspended by the user, the basal edit screen being accessed, and the prime menu also being accessed. This complaint is being reported because animas customer support determined the issue was associated with training/misuse.